Manufacturer narrative:
Nvestigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 0296677. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that a syringe 10ml saline fill china sp had tip damage during use. The following was reported by the initial reporter: "the patient was given irrigation to the tubing. When using the irrigator in the flush, it was found that the cone cap interface was twisted and deformed and could not be used. The irrigator was replaced."